Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation observed the device had a damaged radio board including a burned wireless flex. The heat damaged on the wireless flex was caused by fluid intrusion and corrosion on the battery contacts. The device was found unserviceable due to the extent of the damage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery module, the evaluator observed the device had damage to the radio board including a burned wireless flex. No additional information is available.